Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) shut down due to an uninterruptible power supply (ups) failure. The cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the cause for the communication issue is typically due to the bedside or org receiver being disconnected from the network. The customer was advised to check their switch and replace it if needed. The customer reported that the switch needed to be replaced. No further issues reported. Complaint history review of pu-621ra serial number 1179 reveal no additional complaints related to communication loss. The switch is controlled by the customer and is not an nk device. There is no evidence of an nk device malfunction.

Event description:
The customer reported that their central nurse's station (cns) is displaying comm loss.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss. No harm or injury was reported. The cns was monitoring telemetry patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Multiple transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss.